Manufacturer narrative:
Device not available for evaluation.

Event description:
In sterile processing at the user facility, it was reported the device guide stop pin broke off the device during decontamination, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.